Event description:
It was reported that the user experienced a high blood glucose event as captured via a survey, and the cause was unclear. Symptoms included hyperglycemia. Outcomes included no reported alerts or alarms and no hospitalization. Investigation included a request for additional information from the customer to clarify circumstances and device use. Investigation of this case revealed no confirmed device malfunction or component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.